Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of p-wave and intermittent loss of capture. The pace/ sense portion of the lead was unplugged and capped. It was replaced with an existing pace/ sense lead that was used prior to the device upgrade from pacemaker to ICD. The procedure was completed successfully. The patient tolerated the procedure well and remained in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).